Event description:
There was an allegation of questionable result from the cobas e411 rack analyzer. Sample 1 initial ft3 g3 elecsys result was 32.55 pg/ml and the repeat results were 1.94 pg/ml and 2.28 pg/ml. Sample 2 initial ft3 result was 2.86 pg/ml and the repeat results were 23.71 pg/ml and 2.52 pg/ml. The initial ft4 g4 elecsys result was 1.42 ng/dl and the repeat results were 7.77 ng/dl and 1.62 ng/dl. It was requested but unknown if the questionable erroneous results were reported outside the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer found that the sample/reagent probe tube was out of the pulley. He replaced the probe tube and performed positional adjustments. Quality control was tested several times. The investigation determined the service actions resolved the issue.